Manufacturer narrative:
The device was received for evaluation. During functional testing, 'error code 345' was not reproduced. The upstream and downstream thermistors were found within specification. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor requiring replacement per the service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error code 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.